Manufacturer narrative:
E1 - this complaint was received through: (B)(6). D4, g4: model number is not sold in the us but similar device is sold under model 1468728. This product was used for the product code and 501k. The investigation is pending completion. Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch that experienced leakage during use. This is report 1 of 2. It was stated in the report, ¿a chemotherapy drug leaked from the air vent while it was dripping. The hospital's handling and the manufacturer's response are provided in the attachments. This case number is handled the same as (B)(4). Neither abnormalities nor patient safety cases after replacing with a new one. On day 3 of etoposide infusion, leakage was noted around the filter vent, and the vent cap was closed. On day 4 of infusion, leakage was noted at filter vent, and the vent cap was closed. The drug involved was doxorubicin. The correct list number of the product is 14687-15. There was patient involvement but no patient harm.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of leakage at the air vent could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.